Manufacturer narrative:
The complaint condition reported is currently being investigated by coopersurgical, inc.

Event description:
Unresponsive screen. Order: 94582. Ref : e-complaint-(B)(4). Leep precision generator lp-20-120 e-complaint-(B)(4).

Event description:
Unresponsive screen. Order: (B)(4). Ref : (B)(4). 1216677-2020-00183 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples. *analysis and findings complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 5/3/2018 under wo # (B)(4) and shipped on 7/31/2018. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log 94582. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause : the zener diode z1 protects z2 and functioned as designed. A check on the regulator providing the 5 volts (dc) to the display board was operating as expected and at 0.2amps. Once the z1 diode was removed, the board was powered up due to being in parallel with z2. The diode is activated at 5.3 to 5.8 volts and is not operating until it sees a voltage in this range. Once exposed to a voltage in this range it is operational. As the regulator has a steady output of 5 volts, this component is primarily not in use/activated. To burn out as it did, it would have to have been activated and would see at a minimum of 1 watt which is twice its rating. Alternatively, if damaged it may have been compromised to lend itself to be prematurely prone to burning out. No definitive root cause for this issue could not be reliably determined at this time. It is likely the diode was damaged or defective. Additionally, the board was designed in with this zener to prevent operation with a varying voltage input from the regulator on the main board. *preventative action activity / *correction and/or corrective action the unit was fitted with a new board, tested to specifications and returned to the customer. Project #339 was submitted to have the rmf reviewed with this failure. If found applicable and appropriate, corrective actions may follow. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time.